Manufacturer narrative:
G4:08jan2021. B4:11jan2021. Product support provided the customer with a part ID for the o2 regulator. Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found. There was no response received from the customer after being contacted several times. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25sep2020.

Event description:
The customer reported that the unit has an internal oxygen leak. The customer contacted product support and the caller reported the unit is leaking at the oxygen regulator. Product support provided part ID for the oxygen regulator assembly. The caller requested onsite service. The customer reported that the unit was not in use on a patient.